Event description:
The customer stated that she opened a new carton of test strips and found the cap open on one of the bottles. She mentioned that her blood glucose readings had been higher than usual, but she did not allege any adverse events. The test strips are to be returned for eval, as exposure to moisture can cause high test results. Replacement test strips were sent to the customer.